Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was not confirmed; however, there was an observed needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is likely that the returned device is not the complaint device. However, the results of historical investigations, returned device analyses, and case information analyses all point to the same causes of patient anatomy or interaction with the patient anatomy, or inability to maintain position/stability of the device during deployment for these complaint types. As a result of these historical investigations, the causes of these types of complaints are understood and are foreseeable. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, no femoral imaging was performed and when he pulled the blue wire [suture] to lower the knot, the entire suture came out with the knot intact [malposition of suture]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: address: (B)(6). H6: medical device problem code 2017- failure to follow steps/instructions.